Manufacturer narrative:
The excor blood pump, s/n, (B)(4) on the patient at the time of the event was in use from (B)(6) 2021 until (B)(6) 2022 (103 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. A detailed investigation report will be provided as soon as it is available.

Event description:
The site contacted berlin heart, inc on (B)(6) 2022 to report that a patient supported in the lvad configuration had developed hemolysis and was planning a pump change. The ldh levels were as follows: baseline 853 ((B)(6) 2021); 1362 ((B)(6) 2021); 1263 ((B)(6) 2021); 1253 ((B)(6) 2021); 2056 ((B)(6) 2021); 1429 ((B)(6) 2021); 2365 ((B)(6) 2022), 4183 ((B)(6) 2022). The high end of ldh normal for the site is 334 for this patient's age. Of note: this patient's baseline has always been elevated due to liver failure secondary to a failing fontan physiology. The site also reported that there was a soft "chirp" that was audible at the outflow valve since (B)(6) 2021 and that goes away with slight pressure over the pu valve. However, the sound returns when the pressure is released. This chirp has been unchanged since (B)(6) 2021. The pump has been filling and ejecting completely, and no dimples or graphite dust have been noted.

Manufacturer narrative:
During initial visual examination of the returned blood pump, no defect could be detected. The blood pump was then tested for functional performance, where it met its required functional performance. During testing no chirping sound was detected. It was detected that the thickness profile in two of the valve leaflets varied slightly, however, still within the specification. The valves were functioning as intended, both during testing in the production and during this analysis. No vibration was observed. Previous analysis has shown that the squeaking or chirping of a blood pump valve results from a vibration of the leaflets. In this case, the reported squeaking sound at the outflow valve could not be reproduced during analysis and no vibration of the leaflets was observed. Therefore, no correlation between the pump and the increased hemolysis values of the patient could be determined.